Event description:
It was reported that during a lap unknown procedure, the clip fell out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning. It was unknown which device this event occurred on.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual conditions. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing and during two firing sequences, the advancer slid toward tissue stop instead of being positioned at the back of the clip; the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; 2 pear shaped were released due to the advancer bypass. During the next firing sequences, the remaining 4 clips were conforming according to our manufacturing specifications. The device locked out as intended. It could not be determined what may have caused the advancer bypass issues. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.